Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported free flow because the set was not saved by the customer and will not be returned. The root cause could not be identified. However, the reported model code set does not contain a check valve, and would allow flow from secondary to primary if the clamp was not closed.

Event description:
Received user facility report stating: "smart site infusion set filtered bag used to administer vancomycin via piggyback. The 1.5 grams free flowed into patient. Patient was flushed feeling. Filtered and non filtered sets are also identical." The event occurred on 6fg unit. Although requested, no additional patient or event details were provided by the customer.